Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc. "The device does not have a 510 (k), but was once improperly sold in us and is being reported since there still are 2 units installed in patients¿

Event description:
(B)(4). The dentist reported that after dental implant was installed in intraoral region #29, its non-osseointegration was observed. Forty (40) ncm of primary stability was achieved. No further information was provided.